Manufacturer narrative:
Films review summary the cause of the rupture could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant films were not available for comparison. Review of CT¿s from 49 months post-implant, the date of the explant, revealed that the bifurcate was positioned ~10mm below the renal arteries and there was ~15mm of proximal neck seal length. The proximal od measured ~37mm with marginal radial apposition; however, no clear proximal type I endoleak was observed, and there also appeared to be adequate sealing at the distal limbs. However, a contained ¿stream¿ of contrast appeared to be coming from the anterior of the bifurcate between the two limbs at the flow divider. No stent graft angulation, kinks or compression was observed near the endoleak source, and no calcification was seen near the flow divider. The endoleak appeared most likely to have been a type iii fabric; however, analysis of the returned films did not reveal any stent graft or anatomical characteristics that could explain the observed endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary the devices were returned essentially intact. The bifurcate aortic body was straight and the contralateral limb was returned detached from the gate. At the suprarenal suture attachment sites to the bifurcate an expanded suture hole was seen on the posterior distal apex attachment location, and several cut sutures were seen on a single anterior distal apex attachment site. The cause could not be determined. A 2.5 mm length fabric tear was observed across the bifurcate flow divider, and it appears likely that this tear was the source of the type iii fabric endoleak seen on the returned CT at the rupture event. The cause of the tear could not be determined but was most likely overload related. Several other fabric holes were also observed. A small abrasion related tear was seen on the anterior mid-length of the aortic body possibly caused by aortic neck calcification, and two (2) abrasion related tears were also seen on the distal ipsilateral/right limb near the origin of the right common iliac artery. On the contralateral limb, two (2) abrasion tears were seen ~10mm below the level of the gate that potentially were caused by stent abrasion from the adjacent ipsilateral limb. From the explant examination and clinical information provided the exact cause of the aaa rupture could not be determined. However, it appears that the fabric tear confirmed near flow divider likely contributed. The anatomy at implant is unknown and earlier post-implant films were not available for comparison, and therefore the initial occurrence of this flow divider tear could not be determined. Review of CT¿s from 49 months post-implant, the date of the explant, revealed no clear proximal type I endoleak and there appeared to be adequate sealing at the distal limbs; bilaterally. However, a likely type iii fabric endoleak was observed coming from the anterior of the bifurcate between the two limbs at the flow divider; at the same location of the confirmed fabric tear. The exact cause of the tear, which was most likely an overload related failure, could not be determined. Analysis of the returned films and explanted device did not reveal any stent graft or anatomical characteristics that could explain this tear. No stent graft angul ation, kinks, or compression was observed near the endoleak source, no calcification was seen near the flow divider, and the device was verified to have met all endurant ii manufacturing specifications and quality inspections prior to shipment. Other than the confirmed flow divider endoleak, the CT¿s returned did not reveal any other clear endoleak. Although no endoleak was seen near the additional holes observed on the explanted distal ipsilateral limb and contralateral limb, it is possible that these other fabric tears may have also contributed to the aaa rupture. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that approximately 6 years and 2months post index procedure, the patient presented emergently. On CT exam, it was shown that the patient had a ruptured aaa and a type iii fabric endoleak at the endurant ii stent graft flow divider. The physician elected to perform an open repair of the rupture with explant of the endurant ii stent graft. As per the physician the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.